Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17752349l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non biosense webster, inc. - heartspan transseptal needle. Carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a small pericardial effusion was detected. Transseptal puncture was performed. While mapping in the left atrium, the patient became hypotensive and the pericardial effusion was noted to have increased via intracardiac echocardiography (ice). Remainder of procedure was aborted. Pericardiocentesis yielded approximately 350 ml of blood and fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. Medical history includes eliquis and plavix. Factors cited that may have contributed to the adverse event include the patient¿s current prescription medications. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition and current medications. It was noted that the physician does not believe that a biosense webster, inc. Product was responsible for the adverse event. Transseptal puncture was performed with a heartspan transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient receive anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. Pre-procedure, a small pericardial effusion was detected. Transseptal puncture was performed. While mapping in the left atrium, the patient became hypotensive and the pericardial effusion was noted to have increased via intracardiac echocardiography (ice). Remainder of procedure was aborted. Pericardiocentesis yielded approximately 350 ml of blood and fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).